Event description:
It was reported that the during the implant procedure, it was difficult to insert the lead into the device header. The device was no longer used and replaced.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header. The connector dimensions were found out of specification.